Manufacturer narrative:
Stryker requested additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received. Patient fields in which information is not provided were intentionally left blank. The customer's device was not returned to stryker for evaluation. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that the quick combo pads used on a patient did not deliver a sufficient shock. In this state, wrong defibrillation therapy may be delivered. This issue is patient related; however there was no adverse patient outcome reported.